Event description:
The pump "ran out" two yrs ago; the pt had carbon monoxide poisoning and seizures since the pump ran out. Additional info has been requested from the hcp; but was not available as of the date of this report.

Manufacturer narrative:
(B)(4). (Carbon monoxide poisoning).